Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic roux-ex-y procedure, the blade of the device was dull and not working. There was no harm to the patient.

Manufacturer narrative:
New information has been received with the following information: reported device is not an mdt/covidien device (myosure xl by hologic). Information is provided in the future, a supplemental report will be issued.